Event description:
A report was rec'd that a pt had a pocket revision due to discomfort. The pt reported that the pocket was too shallow making it uncomfortable for her. The physician located the ipg deeper in the pt's pocket site. The pt is reportedly doing well following the procedure.